Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4) h3 other text : device not returned.

Event description:
It was reported that during check of the iab stock, 13 devices appeared to have silicone lubricant between the blue lids inside sterile trays of the packaging. There was no patient involvement. This report is for #13 out of the 13 devices.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Internal CAPA # 232743 is in process to determine actions that can be taken to help prevent recurrence of this event. Reference (B)(4).

Event description:
It was reported that during check of the iab stock, 13 devices appeared to have silicone lubricant between the blue lids inside sterile trays of the packaging. There was no patient involvement. This report is for #13 out of the 13 devices.